Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating. It was found a fluid leak which source and location were unknown. A new ipp was implanted. There were no patient complications reported.